Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon was 5mm inaccurate in the ethmoid sinus using the straight suction. The navigation system displayed that they were touching bone when the surgeon was not touching bone. They were accurate with the suction on surface landmarks and the sphenoid sinus. Tracer and pointmerge registrations were both utilized, however, both were inaccurate in the ethmoid sinus. Emitter was positioned at the 2 o'clock position. Inference values from the emitter tracking details displayed values of approximately 2.0-2.5 in the ethmoid sinus and approximately 0.5-1.0 in other anterior areas for the straight suction. In trouble-shooting, a medtronic representative requested the emitter be re-positioned and asked that they confirm no metal interference was present in the field. The surgeon opted to complete the procedure without the use of the navigation system. Surgery was successful and there was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. Was able to complete a mock transfer and pointmerge registration successfully. No parts have been returned to manufacturer for analysis.